Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation of the complained extraction screw shows that tip is indeed completely broken off. We do suppose that exceeding the applied mechanical force, well beyond its calculated design may have caused the breakage of the tip, caused by overload. No product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We do suppose that exceeding the applied mechanical force, well beyond its calculated design may have caused the breakage of the tip. Thus, the device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the extraction screw broke. It was used for removing a titanium screw in a titanium distal femur plate. It broke when the force was increased. No further information was provided. This is report 1 of 1 for complaint (B)(4).